Event description:
The report stated that the ligasure atlas was in use during a colon resection. The handpiece was used to seal and divide patient tissue. Some time after, the seals began leaking, resulting in bleeding for the patient. The ligasure atlas was in use with a forcetriad generator.

Manufacturer narrative:
Date of initial report: may 16, 2008. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.